Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, it was noted that the device was in bvvi mode. The reason for bvvi was an event queue overflow (bad telemetry with the transmitter). The device was restored to normal function. The patient was stable.